Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a severe kink was observed on the mapping catheter upon removal. Also, the catheter appeared to be broken. The catheter was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 2ach20 with lot number 11034510 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked and broken close to the pebax tubing. No ECG signal wires were broken inside the shaft. In conclusion, the reported kink on the shaft was confirmed through testing. The mapping catheter failed the returned product inspection due to the kink and broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the kink was on the mapping catheter shaft.